Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was not working/ not charging at all. Patient stated he charged up the unit and nothing was working. Patient stated he has been trying to coordinate meeting with the rep however has not been able yet. Patient stated he has been talking to rep and she gave him instructions over the phone on how to reboot self and stated to call back and she never called after that. Patient stated the last time he called, a recharger was sent which worked however was not working now. Patient stated he could not get any help at this time. Patient stated the rep stated the device might have lost its programming. Patient stated he could not get anyone to help him with the programming. Patient stated he did see a doctor symbol however no sure what the code was. Patient did not have recharging equipment. Patient stated he had been having issues for 2 years. Patient reported he was not able to use the programmer or recharger. Patient reported he was getting no stimulation. Patient mentioned the little programmer he was seeing lcc at this one point. Pss attempted to troubleshoot and patient was getting poor communication on the screen of remote. Patient did not have recharger and stated he will have to call when he has everything as he doesn't and he was in his truck right now. Patient also mentioned in the call that his implant was not dead and it was showing normal icons and read fine. Pt stated he charged and slept with unit for two days and when he tried to turn back on he saw a doctor symbol. Patient stated he had been trying to get someone to meet with him. Patient stated it had been going on for 2.5 years and it had stayed dead over a year since he couldn't find rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for the patient. Patient reported the device will not charge and therefore it does not work. Issue has not been resolved and no actions/interventions have been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that his implant quit working for awhile and that's the reason why they are meeting with the manufacturer's representative at the doctor's today.